Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex blue line ultra soft seal cuffed tracheostomy tube pilot balloon deflated. It was noted that the cuff air was remaining in the device. It was suspected that there was air leakage. It was unknown how long the device was in use before the issue. The tube was changed to a new one. No patient injury was reported.